Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a normal device changeout procedure, it was noted that the right ventricular (rv) lead was exhibiting high pacing threshold and high pacing impedance. The implanting physician was already aware of this, as he is the following physician for this patient. The patient was noted to be in sinus rhythm, and the implanting physician elected not to change the rv lead as the patient requires very little pacing. The generator change was successfully completed and the safety switch on the rv lead has been turned off. There were no adverse patient effects reported.